Event description:
The patient had a complete se iliac stent deployed to the mid superficial femoral artery with excellent angiographic result. The patient's symptoms immediately resolved and patient is well. Approximately 4 months post index procedure, the patient started to complain about recurrent calf pain with ambulation. Increased flow velocity was indicated within the previously stented segment. An arthrectomy was performed and a large volume of atheroma was removed. The obstruction was reduced from 95% to approximately 20-30%. Follow up images show 2 focal area of persistent narrowing which appeared to be related to slightly under-deployed segments of the previous deployed self expanding stent. The area was treated by balloon angioplasty. Final angiogram showed 20% or less residual narrowing. The investigator has not indicated whether the reported event is related to the study stent.

Manufacturer narrative:
Evaluation code, results: (occlusion).